Event description:
It was reported that the flex video scope had image noise. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1- initial reporter establishment name: (B)(6) hospital. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.